Event description:
It was reported that during implant the lead exhibited high impedance. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the inner coil was not welded and the stopper detached from the helix shaft. This resulted in the reported impedance anomaly.